Event description:
An order reading 1/2 normal saline with 1/2 u/cc heparin at 1cc/hour was rec'd by pharmacy. The solution was compounded using the multitask operating system. Sodium chloride 77meq was entered into the system for compounding a 24 ml bag (with 100 ml overfill). Problems identified included lack of clearly distinguishable screens for vital drug alerts, poor label format and clarity of labels, complex order entry process, screens depicting solution and additive assigned stations and ID that appear at the end of order entry along with warning screens, clinically insignificant warnings appear as frequently as vital warnings, no action required by operator, such as password or other response to assure that vital warning is acknowledged.

Event description:
An order reading 1/2 normal saline with 1/2 u/cc heparin at 1cc/hour was rec'd by pharmacy. The solution was compounded using the multitask operating system. Sodium chloride 77meq was entered into the system for compounding a 24 ml bag (with 100 ml overfill). Problems identified included lack of clearly distinguishable screens for vital drug alerts, poor label format and clarity of labels, complex order entry process, screens depicting solution and additive assigned stations and ID that appear at the end of order entry along with warning screens, clinically insignificant warnings appear as frequently as vital warnings, no action required by operator, such as password or other response to assure that vital warning is acknowledged.